Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 37742, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37711, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This is a continuation of the event reported in MDR # 3004209178-2013-19978 which reported the event on the previous implantable neurostimulator. Information was reported by a consumer on 2016-12-08 that there had been issues in 2013. Every time the patient moved their head it was like sticking their finger in a socket. It was reported that the patient had a work injury in 2013. It was mentioned that the patient had 2 battery packs. The indications for use was reported to be spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.